Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Recommended inflation capacities: 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 15cc balloon: use 20ml sterile water; 20cc balloon: use 25ml sterile water; 30cc balloon: use 35ml sterile water; 40cc balloon: use 45ml sterile water; 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the sterile water would not go into the faulty catheter instead it was going into the balloon. The water would not go into the catheter which caused the balloon to inflate before it could be inserted. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. Per clarification received on 20dec2025, it was reported that the wife inserted the catheter for her husband, but she was not able to fill the balloon. She said when she inserted the syringe and tried to push the plunger "it just blew up" sounds like the water was just not flowing to the balloon. So, she removed the catheter and tried to inflate the balloon, and it worked fine. So, she drained the balloon, reinserted the catheter, and the balloon filled as it should.

Event description:
It was reported that the patient stated the sterile water would not go into the faulty catheter instead it was going into the balloon. The water would not go into the catheter which caused the balloon to inflate before it could be inserted. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.